Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found that backup vvi operation was the result of multiple bit flips on page 6 and of product code 9.2.

Event description:
It was reported that the device was found in back up vvi operation. The device was explanted and replaced.